Manufacturer narrative:
The reported event of "the loaner autopulse platform (sn (B)(4)) displayed user advisory ua07 (discrepancy between load 1 and load 2 too large) error message" was confirmed through functional testing and archive data review. The root cause was due to the defective load cell 1. Upon visual inspection, no physical damage was observed. During initial functional testing, the platform failed due to ua07 (discrepancy between load 1 and load 2 too large) error message. The archive data review showed occurrence of ua07 error message on the customer reported event date. The cause for the error message was due to the defective load cell 1. The defective load cell 1 needs to be replaced to remedy this issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the loaner autopulse platform (sn (B)(4)) displayed user advisory ua07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error. No patient involvement.